Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on june 16, 2022 with lot number: 384552. Visual analysis of the returned device identified the device was broken shell, fold creases, dark ring and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated. Based on the device analysis the final assessment is: two striated patterns edge broken in the side radius assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional information: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the right side.